Event description:
A siemens field service engineer was installing a jun-air compressor for the advia workcell at a customer site. The fse sustained a tip fracture and cut to the middle finger of the right hand requiring five stitches.

Manufacturer narrative:
A siemens healthcare diagnostics field service engineer (fse) was installing a jun-air compressor for the advia las workcell at the hospital. After the installation, the fse investigated excessive noise in the compressor and proceeded to examine the compressor without turning the power off. The fse sustained an injury to the middle finger of the right hand when the hand came in contact with the cooling fan. The instrument is performing within specifications. No further evaluation of the device is required.